Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on may 23, 2017 which confirmed that the injector was operating within bayer specifications. At the request of the customer, the injector head was replaced. Based on the limited information, we are unable to determine the root cause of the alleged incident; however, the equipment is scheduled to return to (B)(6) for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: upon preparation of the stellant CT injection system for a patient exam, the technologist depressed the 'check for air' button on the injector head and immediately felt a shock sensation to her fingertip. As per hospital protocol, she was evaluated in the emergency department at which time blood work and an EKG were performed, the results of which were negative. The technologist was returned to full duty with no restrictions.

Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on (B)(6) 2017 which confirmed that the injector was operating within bayer specifications. At the request of the customer, the injector head was replaced. Bayer product analysis received and examined the returned subject injector head. Visual examination determined the injector head to be in good overall condition with no evidence of charring, thermal degradation or burnt components. Our investigation determined that the cause of the reported issue was a buildup of static charge on the CT technologist while moving toward the injector system. The charge was transferred to the injector head when the CT technologist reached to press the 'check for air' button which resulted in the reported sensation of shock. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.